Manufacturer narrative:
(B)(4). On (B)(6) 2017, tandem customer technical support (cts) followed-up with the customer who contradicted the information from the contact and reported that insulin injections were being used to manage diabetes prior to hospitalization and was not using the pump for therapy and was unsure how the dka occurred. Cts attempted to clarify the timeline and reported information of the event with the customer; however, the customer could not provide further clarification. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 860 mg/dl and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was nauseous and was vomiting. The customer was treated with intravenous insulin drip. The cause of the high bg was not known. The customer stated that the pump was functioning properly at the time of the hospitalization; however, shortly after the customer was admitted, the pump battery died and the hospital staff could not access the pump information. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The hospital discharged the customer with insulin injections to manage diabetes.